Event description:
It was reported that during a rectum cancer procedure, about four hours after the operation, the anastomosis stoma leak due to an incomplete staple line. The pt had to be re-operated on and added hand sewing to finish the or. Now the pt is ok.